Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention (pci) the device was unable to cross the lesion. The 98% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was predilated and then a 2.50x20mm promus element stent delivery system (sds) was advanced to the lad; however the device was unable to cross the lesion. The physician attempted to place a non-bsc stent, but was unable to cross the lesion. The procedure was postponed as the patient began to experience a worsening of pain and nausea. No patient further complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination identified stent damage. The stent strut on row eight from the proximal end of the stent was slightly raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).